Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't hold charge) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to charge.

Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack is underway. The reported problem (won¿t hold charge) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway. There was no adverse event that resulted from the damaged battery.